Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a high out of range pace impedance measurement greater than 2000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Stored device episodes were reviewed and there were no episodes containing noise. Boston scientific technical services (ts) explained to the boston scientific field representative that this appears to be a device header spring contact issue. Ts noted the issue does not appear to affect sensing and it would not affect device shock delivery. Ts suggested performing isometric and arm movement testing with the patient in the clinic to see if the issue could be reproduced. The representative subsequently indicated that noise could not be reproduced with any movement or pocket manipulation testing with the patient in the clinic, and all measurements were normal. The patient was noted to have the ICD system implanted in the abdomen. Ts discussed the option of monitoring for any noise and if there is noise, then consider replacing the device with a new device containing the enhanced header design, at the discretion of the physician. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a high out of range pace impedance measurement greater than 2000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Stored device episodes were reviewed and there were no episodes containing noise. Boston scientific technical services (ts) explained to the boston scientific field representative that this appears to be a device header spring contact issue. Ts noted the issue does not appear to affect sensing and it would not affect device shock delivery. Ts suggested performing isometric and arm movement testing with the patient in the clinic to see if the issue could be reproduced. The representative subsequently indicated that noise could not be reproduced with any movement or pocket manipulation testing with the patient in the clinic, and all measurements were normal. The patient was noted to have the ICD system implanted in the abdomen. Ts discussed the option of monitoring for any noise and if there is noise, then consider replacing the device with a new device containing the enhanced header design, at the discretion of the physician. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported.